Event description:
It was reported via repair work order that the base shroud was cracked and there were sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.